Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1ml, 12.7mm, 29g u40 bd insulin syringe in a sealed blister pack from lot # 7353556. The returned syringe was examined and exhibited the cannula bent through the shield, reflecting the issue shown in the photo and investigated below. A review of the device history record was completed for batch# 7353556. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 24jun2019, holdrege became aware, via a picture, for a cannula bent and through the shield complaint against material 328421, batch 7353556. Visual inspection of the picture showed the syringe in a sealed blister with the cannula sticking out of the shield at an upward angle away from the barrel. Probable root cause is a misalignment at the shielder dial that caused the cannula to be bent before the shield was attached. This batch was made before implementation of CAPA 226773, which addressed bent cannula on the pils, and before CAPA 529089, which was opened 13aug2018 and addresses needle through shield."

Event description:
It was reported that bd¿ sterile insulin syringe needle tip was bent before use. The following information was provided by the initial reporter: noticed needle tip bent before unwrapped the package. Defected product didn't be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ sterile insulin syringe needle tip was bent before use. The following information was provided by the initial reporter: noticed needle tip bent before unwrapped the package. Defected product didn't be used.